Event description:
A report was received that after the implant procedure, the patient had a staphylococcal infection and other infection. It could not be determined if the infection was device related.

Manufacturer narrative:
Event date: (B)(6) 2006.

Manufacturer narrative:
Additional information was received that the patient was no longer a patient of the implanting physician (dr. (B)(6)). The patient reported that he did have a staphylococcal infection many years ago near the time of his implant and was treated at the hospital for approximately six weeks then released. He also reported another infection after that but did not know the name. He could not remember the location of the infection but did state that it did not require an explant.

Event description:
A report was received that after the implant procedure, the patient had a staphylococcal infection and other infection. It could not be determined if the infection was device related.

Event description:
A report was received that after the implant procedure, the patient had a staphylococcal infection and other infection. It could not be determined if the infection was device related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.